Manufacturer narrative:
Other, other text: additional information- the issue occurred during testing with no patient involvement. Information added to section b5. Device evaluation- the device was returned for evaluation. The device was given functional testing; during testing the reported issue was not confirmed. The issue was detected in the device event history log but device met with specifications during testing.

Event description:
Additional information received via email on 9-nov-2020: no patient involvement.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the pump exhibited an air in line alarm while it was running. No patient injury or complications were reported in relation to this event.